Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery out limit alarm was noted. All of the buttons responded properly. The keypad traces and keypad connector were inspected and no anomalies noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error and battery out limit alarm on their insulin pump. It was reported that the customer's blood glucose was 80mg/dl. It was reported that the customer could not clear the battery out limit alarm because of stuck and unresponsive esc button. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.